Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the lot number? A4yde00551. Was the tip changed before the issue occurred? This issue occurred with the first tip. Right away. Then it happened after the rest of the tips were used. If yes, how was the tip changed? I¿m not sure what you mean. But they unscrewed it, checked for a clog, didn¿t see one, but wiped/pulled at the tip anyways, and put the new tip on. Are there pictures of the damaged device available? No. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? They were in the vistaseal kit. Was the vistaseal used/administered on the patient? Yes. The tip lot number associated with vistaseal kit lot a4yde00551 is 2580898. Investigation summary: one spray and drip tip and two white spray tips were returned for evaluation. The two spray tips were clogged because the user had expressed biologic through them and therefore the evaluator was unable to test and recreate the "laser" effect. The holes on each orifice cup were measured using a keyence and both fell within drawing specification of .011 +/- .002 in. One of the holes fell on the lower end of the spec at .0096in. The other measured at .0104in. It is unknown which tip caused the "laser" effect. It is known that if a user does not apply enough expression force, the biologic will express like a stream instead of a spray. However, it is not possible to confirm if this was the cause for the "laser" effect. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and a fibrin sealant preparation device was used. The surgeon put the spray tip on, and the solution came out like a "laser," which was not the spray that was expected. The tip from a previously used device was put on the current device and the procedure was completed. No adverse patient consequences were reported. Additional information was requested